Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had oily rainbow effect on screen and customer was unable to read the display outside in bright light. The insulin pump had cosmetic damage. Customer stated that insulin pump had clear retainer ring and they received unexplained no delivery alarms. Customer stated that insulin pump clock needs reprogramming. No harm requiring medical intervention was reported. The device will not be returned for analysis.